Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the lens was caught up in the lens introducer and when it was inspected the lens had a crack on it. The surgery was completed with a back up lens in the same procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. Additional observations were as follows: iol returned in sample container adhered to the inside of the iol case with solution. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured and scratch marked - rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).